Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/ the right coil upon removal is broke into 3 pieces in length from 4 mm to 5.7 cm"), device dislocation ("migration of essure device: coils had moved down in fallopian tubes"), pelvic pain ("severe lower pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and novasure endometrial ablation performed on same day". The patient's past medical history included female condom (pregnancy prevention) from 2009 to 31-dec-2012, gravida I and parity 1 (B)(6) 2009. Pertinent negatives include no abdominal pain, bladder incontinence, bowel incontinence, chest pain, dysuria, leg pain, numbness, tingling or weakness. Previously administered products included for an unreported indication: levora from 1-jan-2013 to 31-mar-2014, atevan on (B)(6) 2012, chantix on (B)(6) 2012 and valtrex on (B)(6) 2012. Concurrent conditions included smoker, overweight, congestion nasal, coughing, sore throat, erythema and latex allergy. Family history included cancer (paternal grandmother, maternal grandfather, maternal grandmother.). Concomitant products included cefalexin (keflex), fluticasone propionate (flonase) since (B)(6) 2013, galenic /paracetamol/codeine/ (acetaminophen w/codeine) since (B)(6) 2016 and triamcinolone since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged and heavy menses"), weight increased ("weight gain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced alopecia ("hair loss") and pruritus ("extremely itchy spots on lower legs and elbows"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced irritability ("severe irritability/ crabby") and mood swings ("mood swings"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced device expulsion ("essure had migrated from the fallopian tubes down into the uterus"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), back pain ("severe back pain"), rash pruritic ("rashes and itching on her arms and legs"), anxiety ("anxiety"), panic attack ("panic attacks"), crying ("crying"), arthralgia ("hips pain/ knee pain"), pain in extremity ("thighs pain") and sinusitis ("sinus infection"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, device expulsion, dysfunctional uterine bleeding, genital haemorrhage, dysmenorrhoea, alopecia, rash pruritic, anxiety, fatigue, weight increased, irritability, mood swings, depression, panic attack, crying, pruritus, headache, dyspareunia and sinusitis outcome was unknown, the pelvic pain, back pain and migraine had resolved and the menorrhagia, vaginal haemorrhage, arthralgia and pain in extremity had not resolved. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered alopecia, anxiety, arthralgia, back pain, crying, depression, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, pain in extremity, panic attack, pelvic pain, pruritus, rash pruritic, sinusitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since the removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on 19-aug-2013: unilateral occlusion (right tube occluded) on 29-may-2013, pregnancy test urine was negative . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: received quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), device expulsion ("essure had migrated from the fallopian tubes down into the uterus") with dysmenorrhoea and abdominal pain lower, menorrhagia ("prolonged and heavy menses"), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss"), rash pruritic ("rashes and itching on her arms and legs"), anxiety ("anxiety"), fatigue ("fatigue") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2013). Essure was withdrawn. At the time of the report, the pelvic pain, device expulsion, menorrhagia, back pain, migraine, alopecia, rash pruritic, anxiety, fatigue and weight fluctuation outcome was unknown. The reporter considered pelvic pain, device expulsion, menorrhagia, back pain, migraine, alopecia, rash pruritic, anxiety, fatigue and weight fluctuation to be related to essure. The reporter commented: since the removal surgery, her symptoms have mostly resolved, though some remain. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe lower pelvic pain. A total hysterectomy and bilateral salpingectomy was performed around 3 years after insertion, during this procedure it was discovered that essure had migrated from the fallopian tubes down into the uterus. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: coils had moved down in fallopian tubes"), device breakage ("device breakage/ the right coil upon removal is broke into 3 pieces in length from 4 mm to 5.7 cm"), pelvic pain ("severe lower pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and novasure endometrial ablation performed on same day". The patient's past medical history included female condom (pregnancy prevention) from 2009 to (B)(6) 2012, gravida I and parity 1 (((B)(6) 2009)). Pertinent negatives include no abdominal pain, bladder incontinence, bowel incontinence, chest pain, dysuria, leg pain, numbness, tingling or weakness. Previously administered products included for an unreported indication: levora from (B)(6) 2013 to (B)(6) 2014, atevan on (B)(6) 2012, chantix on (B)(6) 2012 and valtrex on (B)(6) 2012. Concurrent conditions included smoker, overweight, congestion nasal, coughing, sore throat, erythema and latex allergy. Family history included cancer (paternal grandmother, maternal grandfather, maternal grandmother.). Concomitant products included cefalexin (keflex), fluticasone propionate (flonase) since (B)(6) 2013, galenic /paracetamol/codeine/ (acetaminophen w/codeine) since (B)(6) 2016 and triamcinolone since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged and heavy menses"), weight increased ("weight gain / loss specify which one: weight gain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced alopecia ("hair loss") and pruritus ("extremely itchy spots on lower legs and elbows"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced irritability ("severe irritability/ crabby") and mood swings ("mood swings"). On 1(B)(6) 2015, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), device expulsion ("essure had migrated from the fallopian tubes down into the uterus") with dysmenorrhoea and abdominal pain lower, back pain ("severe back pain"), rash pruritic ("rashes and itching on her arms and legs"), anxiety ("anxiety"), panic attack ("panic attacks"), crying ("crying"), arthralgia ("hips pain/ knee pain"), pain in extremity ("thighs pain") and sinusitis ("sinus infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, dysfunctional uterine bleeding, device expulsion, genital haemorrhage, alopecia, rash pruritic, anxiety, fatigue, weight increased, irritability, mood swings, depression, panic attack, crying, pruritus, headache, dyspareunia and sinusitis outcome was unknown, the pelvic pain, back pain and migraine had resolved and the menorrhagia, vaginal haemorrhage, arthralgia and pain in extremity had not resolved. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered alopecia, anxiety, arthralgia, back pain, crying, depression, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, pain in extremity, panic attack, pelvic pain, pruritus, rash pruritic, sinusitis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since the removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded). On (B)(6) 2013, pregnancy test urine was negative. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 27-jun-2018: from pfs event " weight gain" added. Outcome of event " moderate low back and pelvic pain" are resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: coils had moved down in fallopian tubes"), device breakage ("device breakage/ the right coil upon removal is broke into 3 pieces in length from 4 mm to 5.7 cm"), pelvic pain ("severe lower pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure (batch no. A15528) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and novasure endometrial ablation performed on same day". The patient's past medical history included condom (pregnancy prevention) from (B)(6) 2009 to (B)(6) 2012, gravida I and parity 1 ((12mar2009)). Pertinent negatives include no abdominal pain, bladder incontinence, bowel incontinence, chest pain, dysuria, leg pain, numbness, tingling or weakness. Previously administered products included for an unreported indication: levora from (B)(6) 2013 to (B)(6) 2014, atevan on 2-jul-2012, chantix on (B)(6) 2012 and valtrex on (B)(6) 2012. Concurrent conditions included smoker, overweight, nasal congestion, coughing, sore throat, erythema and latex allergy. Family history included cancer (paternal grandmother, maternal grandfather, maternal grandmother.). Concomitant products included cefalexin (keflex), fluticasone propionate (flonase) since 9-aug-2013, galenic /paracetamol/codeine/ (acetaminophen w/codeine) since (B)(6) 2016 and triamcinolone since (B)(6) 2013. On (B)(6) 2009, 1504 days before insertion of essure, the patient experienced anxiety ("anxiety"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("prolonged and heavy menses"), weight fluctuation ("weight fluctuation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 15-jun-2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("depression"). On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced alopecia ("hair loss") and pruritus ("extremely itchy spots on lower legs and elbows"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced irritability ("severe irritability") and mood swings ("mood swings"). On (B)(6) 2015, the patient experienced migraine ("migraine headaches") and headache ("headaches"). On an unknown date, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), device expulsion ("essure had migrated from the fallopian tubes down into the uterus") with dysmenorrhoea and abdominal pain lower, back pain ("severe back pain"), rash pruritic ("rashes and itching on her arms and legs"), panic attack ("panic attacks"), crying ("crying"), arthralgia ("hips pain/ knee pain"), pain in extremity ("thighs pain") and sinusitis ("sinus infection"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)) and surgery (total hysterectomy and bilateral salpingectomy on (B)(6) 2013). Essure was removed on 13-apr-2016. At the time of the report, the device dislocation, device breakage, dysfunctional uterine bleeding, device expulsion, alopecia, rash pruritic, anxiety, fatigue, weight fluctuation, genital haemorrhage, irritability, mood swings, depression, panic attack, crying, pruritus, headache, dyspareunia and sinusitis outcome was unknown, the pelvic pain and back pain was resolving, the menorrhagia, vaginal haemorrhage, arthralgia and pain in extremity had not resolved and the migraine had resolved. The reporter provided no causality assessment for dysfunctional uterine bleeding with essure. The reporter considered alopecia, anxiety, arthralgia, back pain, crying, depression, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, genital haemorrhage, headache, irritability, menorrhagia, migraine, mood swings, pain in extremity, panic attack, pelvic pain, pruritus, rash pruritic, sinusitis, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: since the removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on 19-aug-2013: unilateral occlusion (right tube occluded) on 29-may-2013, pregnancy test urine was negative quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received- all relevant medical history, concurrent condition, concomitant medication, lab test, lot number were added. Events migration of essure device: coils had moved down in fallopian tubes, device breakage/ the right coil upon removal is broke into 3 pieces in length from 4 mm to 5.7 cm, dysfunctional uterine bleeding, genital haemorrhage, irritability, mood swings, vaginal haemorrhage, depression, panic attack, crying, pruritus, headache, dyspareunia, dyspareunia, pain in extremity, sinusitis, medical device monitoring error were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a :death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe lower pelvic pain. A total hysterectomy and bilateral salpingectomy was performed around 3 years after insertion, during this procedure it was discovered that essure had migrated from the fallopian tubes down into the uterus. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.